Event description:
It was reported the patient was experiencing ineffective stimulation from her scs system. An sjm representative met with the patient for reprogramming and identified high impedances on all lead contacts. The patient will meet with her physician to discuss possible surgical intervention to address the issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.